Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and it has not been confirmed whether following phenomenon indicated by the customer was reproduced. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Corrected fields: h3, h6 and h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject exhibited no image during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1- facility name: (B)(6) . The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.